Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead exhibited a decreased in r-waves. The patient was scheduled for a lead revision. The lead was repositioned successfully. Cultures were sent due to appearance of pocket fluid. However, the cultures came back negative for infection. The patient was in stable condition post-procedure.